Event description:
It was reported that the user experienced variable glucose control while using the ilet system, discontinued use, and reverted to a prior automated insulin delivery system; the user also reported the pump screen was difficult to navigate and intermittently unresponsive to touch. Symptoms included shakiness and lightheadedness associated with low glucose of 42 mg/dl that the user treated with fruit snacks, and thirst associated with elevated glucose with a level of 260 mg/dl. Outcomes included transient low and high glucose episodes without hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed the cause of the glycemic excursions was unclear. It was concluded that no definitive device failure could be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.